Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported a few weeks ago, the infusion device stopped working by itself in the night. Pt reported experiencing no health problems. Pt reported the dates in the history were also blank. Pt stated the infusion device works correctly at the moment. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for eval.